Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the unit and was able to reproduce the reported failure and isolate it to the unit's liquid crystal display (lcd). The lcd was replaced and the user verification test and operational verification procedure was performed and unit is working according to manufacturer specifications. (B)(4).

Event description:
The customer stated that while on an adult patient (trached, vol/ac mode 14, vt 500ml, peep 5, fio2 30%) the touchscreen display went dark but the unit continued to cycle. The patient was placed on an alternate ventilator and no harm was reported.

Manufacturer narrative:
Result of device evaluation: a carefusion field service engineer (fse) was dispatched to evaluate the ventilator and replaced the vela front panel assembly to resolve the issue. The front panel assembly was further evaluated by the carefusion failure analysis laboratory. The reported problem was duplicated and the cause isolated to a degraded lcd display.